Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2yfxg, implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2yfxg, ubd: 23-jan-2026, UDI#: (B)(4). B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that patient indicated they fell previously, the wire is not hook up. Caller reports patient lost a lot of weight, when they scooted, they felt the ins flipped. Redirect caller to patient's hcp.